Event description:
It was reported that the user experienced a low blood glucose event after receiving an alert of falling glucose overnight, consuming juice when glucose was 71 mg/dl, briefly disconnecting from the ilet for a shower, then reconnecting and observing a subsequent drop to a low of 52 mg/dl. Symptoms included hypoglycemia. Outcomes included self-management and no medical intervention. Investigation included review of patient-provided logs and troubleshooting with user education. Investigation included troubleshooting and education with the user, revealing no confirmed device malfunction, and the cause remained unclear. It was concluded that the event was consistent with hypoglycemia with undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.